Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an infold was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a1. A2. A3. A4. B5. Added second paragraph. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an infold was observed. No patient complications were reported as a result of this event. Additional information was received indicating that, no misload was identified. After initial deployment, the valve was recaptured due to inadequate depth. Following recapture, the infold was observed in the valve frame. Per the physician, annular calcification and the calcification contributed to the infold. The valve was withdrawn from the patient and no post-implant balloon dilation was performed. A procedural delay occurred as a result of the infold. Of note, a second valve and delivery catheter system were opened and not used.